Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
During preparation for a procedure in an unspecified vessel, a 2.5x12 rx xience drug-eluting stent delivery system was advanced over an unspecified whisper ms guide wire, however the rx xience became stuck on the whisper guide wire and could not be advanced or retracted. Both devices were not used in the patient; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the proximal end of the guide wire was caught inside the tip and guide wire lumen of the stent delivery system (sds). A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the instructions for use (IFU) states: flush the guide wire lumen with hepns until fluid exits the guide wire exit notch. Additionally, the IFU instructs the user to prepare the delivery system prior to use. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.